Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms and high out of range pacing impedance measurements of greater than 2500 ohms. Subsequently a revision procedure was performed where the crt-d was explanted and the rv lead was surgically abandoned. A new device and lead were successfully implanted and no additional adverse patient effects were reported.